Event description:
It was reported that the patient presented to the emergency room due to discomfort felt from receiving five inappropriate shocks. Interrogation of the device showed that the cause of the shocks was due to the right ventricular (rv) lead over-sensing noise. Additionally, it was noted that the rv lead had high defibrillation impedance, high capture thresholds, and sensing issues due to r-wave amplitude variation. The rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.